Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. The white debris was discarded at the hospital. Therefore, reported complaint was not confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, there is no indication of an explant. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens, a white debris was observed in the patient's eye. The surgeon removed it by irrigation/aspiration (ia) procedure. No patient injury reported. The debris was discarded at the hospital. No further information was provided.